Event description:
It was reported that during the procedure the journey fem impact bumper left broke in half when impacting the femur implant. All pieces of the journey fem impact bumper left were recovered from the patient. There was no harm to the patient or staff as a result of the journey fem impact bumper left breaking. Journey fem impact bumper left is being returned via federal express to smith & nephew for replacement. The was no substantial procedural delay to the case because a smith & nephew back up was available and used to complete the case. At this time, no letter is required for the journey fem impact bumper left broken instrument. Should this change, I will immediately notify smith and nephew so one can be generated and sent to the client. There is no supplemental,supporting,patient documents,information available at this time. Both the patient and staff survived the breakage of the journey fem impact bumper left.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured into three pieces, rendering the device inoperable. All pieces were returned. The device was manufactured in 2014 and shows signs of extensive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.